Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump was losing power when starting and rebooting. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition with a scratched screen. The customer stated problem was duplicated. Replaced defective circuit board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jul. 2002, and is out of warranty. Therefore, no manufacturing DHR review is needed.